Manufacturer narrative:
In (B)(6), the edwards sapien 3 thv, edwards commander delivery system and accessories are indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the viv procedure itself, patient factors (calcification on the ncc and lcc) may have contributed to the post deployment annular rupture and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), 1-year post implant of an non-edwards acurate neo l valve, severe paravalvular leak (pvl) was observed due to two ¿big pieces¿ of calcium on the non-coronary cusp (ncc) and the left coronary cusp (lcc). During a transfemoral valve in valve (viv) procedure, a 29mm sapien 3 valve was implanted in the existing valve. Post deployment of the sapien 3 valve, a clear annular rupture was observed on fluoroscopy. No information regarding possible treatment or intervention was provided. The patient expired ¿after a short time¿ on the day of the procedure. The cause of death was ¿probably¿ due to the annular rupture. Information regarding the native annular diameter was not provided. Native leaflet calcification (2 ¿big pieces¿) was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.